Event description:
Patient was revised due to unknown reasons.

Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: patient had extremely high levels of cobalt and chromium (not component loosening).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4) reason for original complaint - asr revision. Asr xl acetabular system (left). Update: added product and reason for revision. Received: november 14th 2012. Reason(s) for revision: component loosening enquiring into which component became loose. Update: amended reason for revision. Received: november 21st 2012. Reason(s) for revision: patient had extremely high levels of cobalt and chromium (not component loosening as above). Update - added reason for revision and amended surgery date, taken from (B)(6) dated 28th may 2014. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision, asr xl acetabular system (left), update: added product and reason for revision. Received: november 14th 2012. Reason(s) for revision: component loosening enquiring into which component became loose. Update: amended reason for revision. Received: november 21st 2012. Reason(s) for revision: patient had extremely high levels of cobalt and chromium (not component loosening as above). Update - added reason for revision and amended surgery date, taken from claimsuite dated 28th may 2014 reason(s) for revision: alval / soft tissue reaction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.